Event description:
According to the complaint to ottobock dated 26 november 2025: no defect detectable on the knee joint or the prosthesis fell on the basement stairs on (B)(6) 2025 injury incl. Inpatient treatment; no further information available at this time service joint from (B)(6)!!!!! Rental goods not required, definitive items have already been shipped according to user notification to the bfarm dated (B)(6) 2025: the prosthesis wearer had installed an otto bock rental knee joint in his prosthesis at the time of the accident since his knee joint was sent to the manufacturer, otto bock, for scheduled maintenance. The prosthetic knee joint corresponds exactly to the knee joint sent in for maintenance and has the same settings. According to the wife, who has only informed us on (B)(6) .2025, the prosthesis wearer fell on the basement stairs at home at around 6 p.m. On (B)(6) 2025. According to her information, her husband reported to her that the knee joint had 'given' and had 'bucked'. We ourselves could not detect any defects in the knee joint as far as our means are sufficient for testing. The prosthesis itself does not have any visible defect either. The prosthesis wearer is currently inpatient at a clinic in (B)(6) further information received on 06 january 2026: I regret to inform you that mr (B)(6), who fell with his genium x3, has passed away. However, we have no information as to whether this happened as a result of the accident. After consulting with the sales representative responsible for the medical supply store on (B)(6) 2026, the following additional information could be gathered: "I learned from a former colleague (an employee of the medical supply store) that mr (B)(6)'s health had recently been very poor. Mr (B)(6) had long struggled with circulatory problems in the stump and, since an accident approximately five years ago, had been suffering from significant issues on the contralateral side (foot drop and an unclear "weak" knee). Mr (B)(6)'s wife informed the medical supply store by phone about the fall, the resulting injury, and the subsequent inpatient treatment. Since then, mr (B)(6) had been in the hospital, where he was also being supported by the medical supply store. In early (B)(6) his wife called again to report that mr (B)(6) had passed away and therefore no loan joint would be needed. No information regarding the cause of death was provided to the medical supply store; nor were there any indications or suggestions of a connection to the present matter."

Manufacturer narrative:
Note: based on the information available to us, we see no causal connection between the reported fall of the user and his regrettably subsequently reported passing. The related notification appears to have been made to the medical supply store solely because the previously requested loan joint was no longer required.

Event description:
According to the complaint to ottobock dated 26 november 2025: no defect detectable on the knee joint or the prosthesis fell on the basement stairs on (B)(6) 2025 injury incl. Inpatient treatment; no further information available at this time service joint from 600769336 !!!!! Rental goods not required, definitive items have already been shipped according to user notification to the bfarm dated 27 november 2025: the prosthesis wearer had installed an otto bock rental knee joint in his prosthesis at the time of the accident since his knee joint was sent to the manufacturer, otto bock, for scheduled maintenance. The prosthetic knee joint corresponds exactly to the knee joint sent in for maintenance and has the same settings. According to the wife, who has only informed us on (B)(6) 2025, the prosthesis wearer fell on the basement stairs at home at around 6 p.m. On (B)(6) 2025. According to her information, her husband reported to her that the knee joint had 'given' and had 'bucked'. We ourselves could not detect any defects in the knee joint as far as our means are sufficient for testing. The prosthesis itself does not have any visible defect either. The prosthesis wearer is currently inpatient at a clinic in (B)(6). Further information received on 06 january 2026: I regret to inform you that mr. (B)(6)., who fell with his genium x3, has passed away. However, we have no information as to whether this happened as a result of the accident. After consulting with the sales representative responsible for the medical supply store on (B)(6) 2026, the following additional information could be gathered: "I learned from a former colleague (an employee of the medical supply store) that mr. (B)(6) health had recently been very poor. Mr. (B)(6). Had long struggled with circulatory problems in the stump and, since an accident approximately five years ago, had been suffering from significant issues on the contralateral side (foot drop and an unclear "weak" knee). Mr. (B)(6) wife informed the medical supply store by phone about the fall, the resulting injury, and the subsequent inpatient treatment. Since then, mr. (B)(6). Had been in the hospital, where he was also being supported by the medical supply store. In early january, his wife called again to report that mr. (B)(6). Had passed away and therefore no loan joint would be needed. No information regarding the cause of death was provided to the medical supply store; nor were there any indications or suggestions of a connection to the present matter." Further information from sales representative received on 21 january 2026 (after phone call to employee from orthopädie kraus gmbh): dialogue between employee (B)(6) and ms. (B)(6). Wife on friday, on (B)(6) 2026 at ms. (B)(6). Location. (Note: there is no official report on this - so this is a memorandum -> everything is just an information from ms. (B)(6): ms. (B)(6). Went out with the dogs while mr. (B)(6). Walks down in the basement after returning, ms. (B)(6). Found mr. (B)(6) lying on the floor in the basement and the device was beeping. The device keeps beeping until they arrived at the hospital. Double skull base fracture - according to statement of ms. (B)(6) this would be the cause of death - no medical report or similar available according to the employee the device wasn't beeping anymore when they picked up mr. (B)(6) prosthesis (presumably the battery was empty). After charging at orthopädie kraus gmbh the device showed no warning signals.

Event description:
According to the complaint to ottobock dated (B)(6) 2025: no defect detectable on the knee joint or the prosthesis fell on the basement stairs on (B)(6) 2025 injury incl. Inpatient treatment; no further information available at this time service joint from 600769336 !!!!! Rental goods not required, definitive items have already been shipped. According to user notification to the bfarm dated (B)(6) 2025: the prosthesis wearer had installed an otto bock rental knee joint in his prosthesis at the time of the accident since his knee joint was sent to the manufacturer, otto bock, for scheduled maintenance. The prosthetic knee joint corresponds exactly to the knee joint sent in for maintenance and has the same settings. According to the wife, who has only informed us on (B)(6) 2025, the prosthesis wearer fell on the basement stairs at home at around 6 p.m. On (B)(6) 2025. According to her information, her husband reported to her that the knee joint had 'given' and had 'bucked'. We ourselves could not detect any defects in the knee joint as far as our means are sufficient for testing. The prosthesis itself does not have any visible defect either. The prosthesis wearer is currently inpatient at a clinic in (B)(6).